Manufacturer narrative:
The customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. However, now they have an empty slot for the secondary back up drive and wants to order a new blank hard drive. Nk technician sent customer email to provide hard copy po. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report: b2. D4 lot #, expiration date. D6a - d6b. D7b. G1 - g8. H1 - h9. The following fields contains no information (ni), as an attempt to obtain information was made on march 26, 2021, customer has not responded to attempt. A2 - a6. B6 - b7. D10. Additional information: b4 date of this report. F7 type of report. F14 manufacturer name/address. H10 additional manufacturer narrative. Corrected information: f13 report sent to manufacturer: changed the answer to "no.". Manufacturer references # (B)(4).

Event description:
The customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. No patient harm was reported.

Manufacturer narrative:
The customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. However, now they have an empty slot for the secondary back up drive and wants to order a new blank hard drive. Nk technician sent customer email to provide hard copy po. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. No patient harm was reported.